Event description:
Reporter alleged obtained a 396 mg/dl result on the advantage while feeling sweaty and incoherent. Reporter stated that his son treated him with two glucose tablets and a pack of honey. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.